Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.503.741s, lot: 9667409, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 30. Sept. 2015, expiry date: 01. Sept. 2025. A manufacturing record evaluation was not performed for the sterilized device lot number, the complaint condition is not related as the sterilized procedure has no relationship to the described damage of article. Non - sterile part part: 04.503.741, lot: 9851480, manufacturing site: monument. Part number: 04.503.741s, lot number: 9667409, DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Part number: 04.503.741, lot number: 9851480, part manufacturing date: 20 july 2015, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 9851480 of ti matrixmandible double angle recon plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 7904238 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 7868967 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the plate is broken apart at the crossover between hole 13 and 14. The left shorter end of the plate was cut between hole 3 and 4 for length adaption. On the plate surface near the broken area there are some dents and scratches visible, originated by the use of the bending instruments. Fracture surface is typical for a forced fracture. Dimensional inspection: checked dimensions per drawing plate thickness- pass. Plate width over threaded hole- pass. Plate width between threaded hole (near broken situation)- pass. The measured dimensions were found to be within the given specifications per the drawings referenced above. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The certificate of the raw material was reviewed during the performed device history review and met specification. Summary the complaint is confirmed as the plate is broken apart as complained. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported.the investigation found no manufacturing related issues that would have contributed to this complaint condition. The given information indicates that the plate broke during pre-operative plate bending/contouring; as no manufacturing related deficiency was found it can be concluded that the plate broke due to high applied forces. Important note: titanium implants should never be bent for- and backwards, notched, or scratched. Such manipulations can produce surface defects and/or concentrate stress in the core of the implant. Avoid sharp bends. Sharp bends include a single out-of plane bend of >30 degrees between two adjacent holes. This in turn may eventually cause the product to fail. Further precaution hints can be found in the respective surgical technique. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on an unknown date that the plate (04.503.741s) snapped while being bent with the matrixmandible benders. A backup device that was used to complete the procedure. There was no surgical delay as the plate was being pre-bent in the lab. The procedure was successfully completed with a backup device. Concomitant device: unknown matrixmandible plate bender (part # unknown, lot # unknown, quantity # 1). This report is for one ti matrixmandible double angle recon pl small 2.5mm thick. This is report 1 of 1 for (B)(4).